Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their drg system. Diagnostics revealed high impedances on the drg leads. As a result, surgical intervention took place on (B)(6) 2024 wherein both the impeded leads were explanted and replaced to address the issue.